Event description:
It was reported that a user removed the insulin cartridge before initiating the rewind and accidentally entered the fill-tubing-only sequence instead of the change-cartridge-and-tubing workflow; the user was guided back to the correct sequence and completed the supply change without alerts or alarms. There were no reported adverse clinical effects. Outcomes included no impact to health and no hospitalization. Investigation included customer support troubleshooting and user education on correct supply change steps. Investigation of this case revealed user error related to incorrect supply change sequence navigation and premature cartridge removal, with no device malfunction and no component failure observed. It was concluded, based on previously established findings for similar reports, that the cause was user error and use not in accordance with labeling.